Manufacturer narrative:
After the event the customer confirmed that no device malfunction was found. During interview the customer stated that the patient mobility assessment had not been conducted by the employee before the event. The patient should use a passive floor lift for transfers. The sara flex lift has been designed for patients who ¿must be able to bear weight on at least one leg and have some trunk stability, be able to sit on the edge of the bed, have maximum 200 kg(440 lbs), have a high within the range of 145 to 195 cm, if the patient does not meet these criteria an alternative equipment/system shall be used¿ (as per the product instruction for use). The instruction for use for sara flex device indicates: ¿to avoid injury a full clinical assessment of the patients' condition, and suitability must be carry out by qualified personnel, before attempting to use sara flex." After the event the nurse involved in the event received additional training provided internally by the customer. To sum up, the arjo device was used for the patient transfer when the event occurred and from that perspective, it played a role in the event. The device was performing as intended. No malfunction was reported by the customer. The complaint was decided to be reportable due to fact that patient loses their strength and becomes unstable. No malfunction was reported by customer.

Event description:
It was reported that the patient began to feel dizzy in the middle of the transfer with a sara flex device. The caregivers lowered a patient to the floor. It was reported that a nurse who assisted the patient experienced a back pain. The patient did not sustained any injury, the caregivers used the maxi move passive floor lift to completed the patient transfer.